Event description:
(B)(6) from our customer reported to us that he observed a crack at the left front leg. There was no patient involvement or adverse consequences.

Manufacturer narrative:
Result - the cot was evaluated and repaired by the customer.